Event description:
Initial hcg+ beta result of 0.956 mlu/ml was questioned by the ER doctor. Reran the sample again, recovered 7018 mlu/ml. Incorrect result was not used in patient treatment. Field service representative replaced a severely bent mixing paddle. Performed assay performance tests and completed instrument check list. Performance tests and quality control material recovered within stated ranges.